Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user staff was putting resident back to bed with the hoyer lift. The arm holding the sling unattached from the base. It was noted that the pin holding the arm to the base of the hoyer had fallen out. The patient sustained a t7 compression deformity. (B)(4) was entered into our system.